Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)(s/n: (B)(6) revealed that the device passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port and the setscrew was backed out too far. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances was unknown and no likely cause was given. The device was returned.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the lead and generator were implanted and an initial impedance check was ran. High impedances were observed across all of electrode 0, and high impedances showed on electrode 0 when viewing other electrodes. The impedance check was ran twice and same issue occurred. The battery was detached from the lead. The lead was cleaned again and re-inserted to original battery. The same issue occurred. The physician ultimately had to replace both lead and battery.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 (lot: va368kv); product type: 0200-lead; implant date: on (B)(6) 2026; explant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.